Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the morning of 2014 (B)(6), the patient complained of severe spasms in their lower extremities which were similar to how it was before she was implanted. The patient was hospitalized and under observation, so the hcp (healthcare professional) felt comfortable giving the patient a single bolus. It was noted, the pump system contents would be removed the date of this report and refilled with just baclofen and bupivacaine (prior contents were morphine, bupivacaine, and compounded baclofen). It was noted, the patient had been refilled 65-70 times and never had an issue. While calculations were being performed for the bolus, the hcp was overheard talking about loratab, valium and oral baclofen, but it was unclear if it was in relation to the current patient. Additional information received reported a priming bolus was reviewed. The healthcare provider called back 10 minutes later to walk through a bridge bolus. It was noted, the therapy did not work the same post replacement and a dye study showed no catheter issue.